Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include platelet decrease as a potential risk associated with dialysis therapy and also include warnings to monitor for potential platelet decrease. Biocompatability has been established.

Event description:
A report was received on 14 may 2021 from the home therapy nurse (htn) of a (B)(6)-year-old female patient with multiple comorbidities and end stage renal disease, stating the patient experienced thrombocytopenia (platelet levels not provided) with bruising following hemodialysis therapy on (B)(6) 2021. Additional information was received on 17 may 2021 from the home therapy nurse (htn) stating that the patient did not experience additional symptoms and did not require medical intervention. Per the htn, the patient continues to treat with the nxstage system.